Manufacturer narrative:
(B)(4). S/w version = 4.11c. Retainer ring = black. Customer returned pump for an alleged short battery life found on sep 11, 2020. Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad overlay, scratched case, corroded battery tube, battery tube threads - cracked. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range, however, graph data is not near or around event date. In further full review of the pump history, no low battery alert found. In summary customers alleged charge/battery last less than expected not confirmed. Pump passed active and sleep current measurement test. Damaged battery cap unknown due to not knowing if pump was returned with original battery cap.

Event description:
Information received by medtronic indicated that the battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.